Event description:
Tech alleged that the brakes were not holding completely. No pt impact.

Manufacturer narrative:
The tech found the cause to be the brake cable was getting caught between the stiffener plate and the bearing. The tech replaced the bearing and the brake caster to resolve the issue.